Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the battery has no power storage function for low battery capacity. Based on the information available and the testing conducted, the cause of the reported problem was low-capacity battery. The reported problem was confirmed. The device was operational after repairs were completed. Device passed all required tests, and it remains at customer site. The investigation concludes that no further action is required at this time. H3 other text : the device was evaluated by customer only.

Event description:
It was reported that, after unplugging the power, the device cannot stand by and cannot perform system checks. The display power has no power storage function. There was no patient involvement.